Event description:
It was reported that the patient presented for a follow-up post implant. Upon interrogation, it was noted that the leadless pacemaker (lp) exhibited high pacing impedance, r wave amplitude variation, and high capture threshold. An echocardiogram was performed and a minor pericardial effusion was noted. No intervention was performed and the electrical issues stabilized. The patient was in stable condition.